Manufacturer narrative:
The associated device was reprogrammed. At this time, this ra lead remains implanted. No additional information is available and there were no reports that a revision was to be performed in the future. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, this right atrial (ra) lead presented with pacing impedance measurements above 3,000 ohms. In addition, no capture was observed at maximum outputs and there was noise on the electrocardiograms. A lead fracture was suspected. No adverse patient effects were reported.